Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-common femoral artery that was moderately calcified. The supera 7.0 x100 mm peripheral stent was deployed but during removal of the delivery system it caught onto the stent struts and the entire supera device was removed from the patient. Another supera 7.50 x 100 mm stent was deployed with no further issue. The patient outcome was good. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The tip detachment was confirmed. The resistance was not confirmed as it was related to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the tip detachment and resistance during removal was likely attributed to case circumstances. It is likely that the stent was deployed within a curve of the vessel resulting in the tip catching on the stent during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, device analysis revealed the inner member and inner member jacket, including the tip, were separated at the distal end of the ratchet stem. Follow-up with the site confirmed the separation occurred during the retrieval of the stent deployment system. Additional information provided confirmed the stent emerged from the sheath and was fully released. Also, the delivery system was removed under fluoroscopy. No additional information was provided.